Manufacturer narrative:
Eval of the returned device involved in this incident by a zyno rep indicated that the flow rate accuracy is outside the specified (B)(4) range due to mechanical component wear. The pump was repaired and preventive actions have been implemented by the MFR. This report is filed retrospectively as a result of internal review, out of precaution. It was initially determined as a non-reportable event because there was no pt involvement.

Event description:
The user facility reported an instance where a z-800 infusion pump slightly leaked when the door is closed. There was no pt involved.